Event description:
As reported: manta deployed into right femoral artery post tavr. After successful deployment of device with hemostasis less than 1 minute, angiogram was taken. Approximately three minutes later, surgeon notified clinical specialists that the right femoral artery had pulsatile blood flow. Manual pressure applied. Vessel repaired with stent.

Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photo was submitted and reviewed by the investigative team; however, it was inconclusive and did not provide any information relevant to the analysis. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 14f manta was deployed for closure in the right common femoral artery (cfa). A mid-femoral head positioned access was gained utilizing ultrasound and micropuncture. The arteriotomy was 8mm, with a depth measurement of 3cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. The proctor noted case was approximately four hours. Following deployment, hemostasis was achieved in less than one minute. A post-angiogram taken three minutes later indicated right femoral artery had pulsatile flow. Manual pressure was applied, and a stent was deployed to address the bleed. The root cause of the post procedure rebleed is inconclusive due to lack of information regarding the initial and deployment procedures, patient conditions and environment and no further angiograms indicating a pulsatile flow present or device return for investigative purposes. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding.